Manufacturer narrative:
Additional information was received that the patients issue of the ipg not working meant that it was not helping with the pain.

Event description:
A report was received that the patient's ipg was no longer working. The patient was scheduled for an explant procedure but it was canceled. There is no further course of action at this time.

Event description:
A report was received that the patient's ipg was no longer working. The patient will undergo an explant procedure.

Event description:
A report was received that the patient's ipg was no longer working. The patient was scheduled for an explant procedure but it was canceled. There is no further course of action at this time.